Event description:
Reporter noted during phaco there was a reduction of irrigation; unable to wash out viscoelastic from anterior chamber. Pod1 noted increased intraoculr pressure and cornea edema. Pt is under medical supervision. Prognosis is poor.